Event description:
It was reported that a patient experienced central canal stenosis. A CT scan revealed that the central canal stenosis was located at the paddle lead. Surgical decompression was performed and the paddle lead was replaced. The patient's symptom was leg weakness. The patient was described as alive with injury; leg weakness. Further information was requested. If more information is made available, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient recovered 'without any problems' and the stimulation was 'satisfactory.'